Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the catheter and aspirex. A break cannot be confirmed as the tip of the catheter was detached from the helix. No other physical damage was noted on the catheter. The user report contains information regarding separated catheter cap, that was observed during physical sample investigation. A devices detachment can have various reasons. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a recanalization procedure. During the procedure, it was reported that the tip of the device allegedly separated and remains in the patient's vessel. It was further reported that a snare was used to catch the tip and removed the fragment from the vessel. There was no reported patient injury.